Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. A lot number was provided but, was not valid. Additional information requested but, no details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a health care professional that there were strings of fiber coming through the left lateral side of the aquacel ag dressing. The dressing was in the location of the left anterior knee, purpose of the dressing and the duration of its use are unknown. The patient arrived at outpatient physical therapy and that is when the event was noticed. According to the reporter the event did not require medical, surgical treatment or intervention. A photo was also provided depicting the reported complaint.

Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 15, 2016.